Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure in the mildly calcified, non-tortuous, right coronary artery (rca), pre-dilatation was performed and the distal segment of the vessel was stented first. A 3.50x18 rx xience xpedition stent delivery system was then advanced without resistance to the proximal rca and the stent was deployed successfully. The delivery catheter was withdrawn back into the 6f guide catheter without resistance. The physician injected contrast and the distal segment of the catheter projected out of the guide catheter into the rca occluding the vessel. Using a balloon, the physician opened up the occlusion restoring blood flow. A snare device was used to successfully retrieve the separated segment from the anatomy. Although the procedure was prolonged, there was no adverse patient sequela. The physician stated that there was no resistance felt at any time while using the stent delivery system and there was no awareness that the shaft had separated until after the contrast had been injected. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.